Manufacturer narrative:
The actual device and two photographs was received for evaluation. The visual inspection by naked eye of the sample and the pictures showed the same dark spot in the header. The particulate matter was clamped between the header cap and the o- ring sealing. The reported condition was verified. The cause was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a black spot was observed at the protection cap a polyflux 210h dialyzer during priming. The user replaced the product, and a new product was used to perform treatment. There was no patient involvement. No additional information is available.